Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the connecta plus3 white blend OEM leaked from the area where the user attached red tape. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of anti-cancer drug (methotrexate). During infusion, the drug leaked from the area where the user attached red tape.

Event description:
It was reported that the connecta plus3 white blend OEM leaked from the area where the user attached red tape. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage of anti-cancer drug (methotrexate). During infusion, the drug leaked from the area where the user attached red tape.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-may-2023. H6: investigation summary it was reported the drug leaked during infusion. To aid in the investigation, two samples and photos were provided for evaluation by our quality team. The photos were reviewed, and a visual and functional analysis was performed on the samples. During the visual inspection, a crack was found on port c of the housing component. An underwater leak test was performed and again a leak was found through port c when connected to another device. Damages like these on the stopcock housing do not occur during production. The appearance of these cracks is typical and can occur when the product has been used together with a lubrication solution or an infusion with a high ph-value. These solutions can release internal stress in the product. If excessive force is used when connecting and using the product for more than 24 hours, this may cause the material to crack. It is recommended to refer to the instructions for use enclosed in each box. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation, bd was able to confirm the customer's indicated failure mode of leakage as it was observed in testing but is attributed to use because pressure exerted on the component could cause cracking. H3 other text : see h10.